Event description:
It was reported the pt has been experiencing abdominal pain since permanent implant. It was further indicated the pt has a history of scoliosis associated with chronic pain. In addition, it was also reported during the procedure the physician performed an add'l laminectomy due to difficulty with lead placement. Further f/u identified, the pt continues to have symptoms. The pt is being treated with oral pain medications and continued monitoring.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.